Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. If implanted, give date is approximate. Reported only as may 2001. If explanted, give date is approximate. Reported only as june 2001. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H10: additional narratives/data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.